Event description:
On (B)(6) 2023, it was reported by a peritoneal dialysis (pd) nurse that this patient on pd therapy had peritonitis. There were no reported allegations that the peritonitis was related to any issues with fresenius products. In additional follow-up, the patient¿s pd nurse stated that on (B)(6) 2023, the patient was hospitalized for peritonitis. It was reported that the patient had a pd culture obtained which grew the bacteria staphylococcus epidermis. The nurse stated the patient was treated with antibiotic therapy using cefepime (I gram daily) intra-peritoneal (ip) for peritonitis. On (B)(6) 2023, the patient was discharged from the hospital and continues pd with the same cycler and outpatient antibiotic therapy. The patient¿s nurse confirmed the patient did not have any fluid leaks or issues with fresenius products in relation to this event. The nurse attributes the peritonitis to touch contamination during the pd exchange.